Manufacturer narrative:
Pump passed the displacement and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had defect. The customer's blood glucose value was 22.2 mmol/l. The insulin pump will be returned for analysis.